Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event # (B)(4).

Event description:
During use of the plasmablade, the customer reported that the coag function was not working well and then the tip started to burn. Settings of the generator: cut 5, coag 5. No patient impact. Patient information unable to be obtained.